Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that a defect of the device was alleged after the patient had gastrectomy operation and temporarily pacing failure was seen likely due to hyperkalemia. The patient had to be resuscitated and pacing was provided by an internal pacemaker. No adverse patient effects were reported.